Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed 1 controller power-up and motor start event logged on the event date (B)(6) 2016 at 06:54:11 hours. At 06:41:21 hours, before the controller power-up, an a/c adapter was connected to power port 1 and (B)(4) was connected to power port 2 with capacity equal to 72%; power port 1 was powering the controller. At 07:09:10 hours, after the controller power-up, (B)(4) was connected to power port 1 with capacity equal to 202% and (B)(4) was connected to power port 2 with capacity equal to 69%; power port 2 was powering the controller. (B)(4) was likely disconnected and reconnected after the controller power up event, logging a relative state of charge value of 202. Analysis of the controller revealed that the unit met specification; the controller passed visual inspection and functional testing. The controller was able to sound the "no power" alarm when both power sources were disconnected from the controller. Additional testing was performed and involved exposing the controller to a temperature of 40oc to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Analysis of the controller revealed the "no power" alarm functioned as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that hospital staff was called into the room to assist this patient after he fell after feeling dizzy.  The nurse noticed that no power sources were connected to the controller. She reconnected the power and the system started. Patient remained responsive during this time. The other patients in the room and the nurse reported that there was no audible "no power" alarm. The vad coordinator exchanged the controller.  He subsequently tested the controller's "no power" alarm and confirmed that it sounded for 10 minutes. Then, he switched the controller on and off again, and the alarm stopped. There was no reported injury to the patient.